Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial lead dislodged approximately three weeks post implant. The lead remains implanted and has been programmed off. No patient complications have been reported as a result of this event.